Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: the patient was preoperatively diagnosed with low back pain, lumbar radiculopathy and underwent the following procedures: l4 laminectomy, bilateral medial facetectomy and foraminotomy completely decompressing the thecal sac and nerve root. L4 transpedicular transfacet decompression and placement of interbody cages. L5 laminectomy, bilateral medial facetectomy and foraminotomy completely decompressing the thecal sac and nerve root. L5 transpedicular transfacet decompression for placement of ineterbody cages. S1 laminectomy, bilateral medial facetectomy and foraminotomy completing decompressing the thecal sac and nerve root.s1 transpedicular transfacet decompression for placement of interbody cages. Posterolateral arthrodesis l4-5 and l5-s1. Placement of interbody integrated prosthetic device l4-5, l5-s1. Placement of pedicle screw fixation pedicle screws, MRI ¿ compactible, l4 to s1. Placement of autograft morselized bone harvesting with bone morphogenetic protein for interbody and posterolateral arthrodesis. Use of fluoroscopic navigation. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.